Manufacturer narrative:
The pump was not requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 450mg/dl with nausea and unspecified ketones associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly self-treated with insulin via injection and remained on the pump. Reportedly, the pump had lost power after emitting a replace battery alarm. During troubleshooting, the reporter inserted a new battery and the pump powered on. Troubleshooting did not find any pump defects. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in inappropriate response to an appropriately emitted alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows a power loss preceded by a replace battery alarm on (B)(6) 2015 2:30am. Low battery warning confirmed on (B)(6) 2015 at 12:27am. Black box shows pump in use for 24 hours beyond reported power issue with no further power issues occurring. After the power loss insulin delivery was resumed at approximately 9:00am. Daily insulin delivery totals correctly reflect user's programmed basal rates. The pump powers on normal with no alarms. The pump electrical current draws were tested with no defects. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.